Manufacturer narrative:
Upon evaluation of the returned appliance, it was confirmed that the crown was large in relation to the new model that was returned with the device; however it cannot be discerned whether the crown was large in relation to the original model that was provided because the original model is no longer available. Adjustments to the crown is indeterminable. It appears that the doctor broke the tip of a tooth cusp while removing the crown. The doctor confirmed that the patient is doing fine and that the tooth was repaired by his dentist. The doctor stated that the patient may have an enamel defect which would have led to the incident. A new smaller sized crown was made and has been sent to the doctor to replace the larger crown.

Event description:
On (B) (6) 2010, a doctor reported that he broke a patient's tooth while removing a herbst appliance.